Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm thoracic aortic aneurysm. There was a sharp bend in the lesser curvature of the aortic arch. It was reported that the device was implanted into zone 2 of the aortic arch. It was noted that the bending angle of the lesser curvature of the arch was sharp and the physician thought that the device could deploy obliquely to the vessel. Another valiant device was used and was upsized. It was noted that there was consideration that the upsizing could cause a dissection. The procedure was then completed and no endoleak was present. A post-procedure follow-up CT scan revealed that the lesser curvature had a focal type a aortic dissection in the area of the proximal bare stent. It was noted that, since it was a focal dissection, a thrombosed penetrating aortic ulcer false lumen was expected. The patient was placed under monitoring and the event resolved. The physician stated that the cause of the event was due to patient anatomy and the selection of an oversized device. No additional clinical sequelae were reported and the patient is fine.